Event description:
Additional information received from the healthcare provider reported that patient was explanted on (B)(6) 2011. The patient was very noncompliant with a history of other issues. The patient only allowed reprogramming once, in 2008, after she experienced multiple falls. The patient was never compliant after that and never allowed herself to be reprogrammed. The patient never attempted to use additional programs she was provided.

Event description:
Additional information received reported that the patient's device had worked for a short while after implant but then stopped working. The patient's multiple falls broke some leads. The device has been off for years.

Event description:
The physician reported inconsistencies in the data collected when pt was programmed with multiple programs. The pt was seen at the clinic on (B) (6) 2008. At the previous visit on (B) (4) 2008, she reported a history of multiple falls and poor symptom control. Impedances were within normal range, so the physician programmed the pt to four different settings and asked her to keep a voiding diary. She did so. The pt reported to the physician that the interstim was on continuously, but the report indicated a usage of only 9%, or 188 hrs. In addition, the pt used each of the four programs for multiple days, yet the report indicated a usage of 97% on program 4. The physician believed the pt account. When the physician examined the daily use info, the report showed from (B) (6)(B) (6) 2008 that the ins was off; (B) (6) -(B) (6) program 2 in use; (B) (6)-(B) (6) program 1 in use; (B) (6)-(B) (4) 2008 program 4 in use; and (B) (6)-(B) (6) 2008 program 3 in use. The info did not correlate at all with the voiding diary or with the total usage report. The physician recognized that the pt reported a history of multiple falls that might have damaged the ins in ways that impedances could not reflect.

Manufacturer narrative:
(B) (4).